Event description:
Constant pain after the essure was implemented. On the verge of losing my fiance because intimacy is so painful. I always have sharp shooting pain out of no where. My periods are not normal, seems to be more clots.